Event description:
It was reported that a home patient experienced a connection issue between the uv flash transfer set and the uv disconnect cap. The connection issue was further described as there being a gap between the spike port of the transfer set and the disconnect cap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A visual inspection was performed with naked eye and a microscope which revealed a damaged patient adapter. Functional tests were performed that included leak testing, device to device testing, clear passage testing, and clamp function testing that revealed no issues with the device. The uv set was connected to the lab set with no issues noted. The uv set was also connected to a lab cap and the pressure was tested with no issues noted. The reported problem of connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.